Event description:
It was reported that during the implant attempt, the physician was unable to properly fixate the lead, and the lead exhibited high thresholds at each placement. Eventually, the lead helix would no longer extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).